Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73f1600689 investigation did not show issues related to the complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The device worked perfectly in deploying the clips until it reached about the 11th clip. When the surgeon tried to advance the next clip forward, it came out partially closed not in the jaw. The last 4 were the same. The patient's condition was reported as fine.